Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported on (B)(6)23 a patient was receiving a stat order of propofol (10mg/ml in 100ml) programmed manually via guardrails to infuse at 5.13 ml/hr. It was reported that 90-95ml infused in approximately fourteen (14) minutes. Patient had drop in blood pressure of 75/40. Patient required a dose of epinephrine and levophed drip. Dobutamine (25.65 ml/hr) and normal saline bolus were also running at time of event. Patient recovered and was transferred to a higher level of cardiac care.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of propofol was not able to be confirmed through event log analysis and could not be replicated during bd infusion testing. An infusion of propofol ped at 10mg/1ml was manually programmed and was followed with a delay of 30 minutes programmed on the date 17nov2023 at the time of 2:57 pm. The pump module received a remote IV order of propofol, 1000mg/100ml while in standby mode. The infusion was manually started at the time of 3:02 pm after receiving the remote IV order. The infusion rate was at 5.13ml/h with a volume to be infused (vtbi) at 5ml. The propofol infusion was paused at the time of 3:08 pm with a volume infused recorded at 0.541ml. The suspect pump module was manually turned off at the time of 3:18 pm with the system manually shut down at the time of 3:33 pm. The system was powered back on and the propofol infusion was restored and started at the time of 3:35 pm. The suspect pump module alarmed for occlusion patient side after the infusion was started, the infusion was restarted and then it was turned off at the time of 3:36pm. The total volume infused was recorded at 0.632ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion that was programmed to infuse for approximately 1 hour was terminated early after only infusing for approximately 6 minutes. The administration set was not received; therefore, it could not be inspected or tested. Per product labeling, the alaris system user manual (v12.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. Root cause: the root cause for the over infusion of propofol was not able to be identified during the bd investigation. The suspect pump module was found to be infusing within specification with no observances of unregulated flow occurring during the testing. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported on (B)(6) 2023 a patient was receiving a stat order of propofol (10mg/ml in 100ml) programmed manually via guardrails to infuse at 5.13ml/hr. It was reported that 90-95ml infused in approximately fourteen (14) minutes. Patient had drop in blood pressure of 75/40. Patient required a dose of epinephrine and levophed drip. Dobutamine (25.65 ml/hr.) And normal saline bolus were also running at time of event. Patient reportedly recovered and was transferred to a higher level of cardiac care.